Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a feeding tube. The customer reports that the patient was overfed, and as a result, aspirated and went to the hospital. In this instance, the staff member tried to use a novartis spike and flush set with the kendall kangaroo epump. The novartis feed set could not be loaded into the epump. Subsequently, the staff member had connected the feeding set to the patient, opened the roller clamps on the spike and flush set and pushed run on the epump. The epump gave an error message as a set was not loaded in the pump; the epump functioned as it should have. The epump was then placed on hold, but the feeding was continuing to infuse into the patient.